Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was receiving good therapy as of this past friday night. On saturday, the patient was sitting in a chair and tried to increase their stimulation on the left side but they were receiving the "settings not available" message on the controller. They were seen today and almost all pairs on the left side 0-7 were greater than 40,000 ohms, except for 1 and 2, which were showing as yellow and to avoid. The patient did not have any falls or trauma. X-rays were taken today and the results were pending. They planned on reviewing the x-rays with the healthcare provider. The representative was able to capture foot pain using the right lead today. Additional information received from a representative. It was reported that the representative was working with the patient on new evolve programming. The x-ray results showed that the right lead migrated and this was the cause of the impedance issue. The patient was programmed on their left lead which was still within the normal range and didn't have an impedance issue.